Event description:
It was reported pt experienced withdrawal prior to pump refill. It was noted refill date was missed and volume in pump was below recommended volume to maintain adequate infusion. It was noted pump contained either dilaudid or morphine. An alarm was heard and confirmed by telemetry. It was noted alarm was due to zero ml reservoir volume reached. It was stated pt was without drug for 6 days. The pt was kept in intensive care unit for 3 days and was closely monitored. The pump was refilled on (B)(6) 2010. It was noted this event was due to a refill scheduling issue and that pt fully recovered. At the time of this report, no further details were reported. Additional info will be provided when available.

Event description:
Caller states patient tested 4.9 inr on the coaguchek xs system while a comparison lab returned as 3.59 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Caller did not know which system produced the reported discrepant result. (B)(4).